Event description:
The article, "early safety andmid-termclinical outcomes of technology transfer of transcatheter aortic valve implantation in patients with severe aortic valve stenosis in vietnam: a single-center experience of 90 patients", was reviewed. The article presented a retrospective, single center study that investigated the early safety and mid-term outcomes of stepwise implementation of transcatheter aortic valve implantation (tavi) in vietnamese patients with severe aortic stenosis (as) at a single center, following the process of technical transfer. Devices included in this study were evolut r/pro, portico, and sapien 3. The article concluded that tavi procedure is safe for treating severe as in vietnamese patients, despite the high prevalence of bav. The procedural complication rate was low, with promising outcomes at one year. These results also highlight the effectiveness of the tavi technical transfer model in vietnam. [The primary author was vo thanh nhan, vinmec central park international hospital, ho chi minh city, vietnam. The corresponding author was nguyen quoc khoa, 30th april hospital, ho chi minh city, vietnam, with corresponding email: khoanguyenql@gmail.com]

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effects reported in the article are captured under a separate medwatch report summarized patient outcomes/complications of transcatheter aortic valve implant in patients with aortic stenosis were reported in a research article in a subject population with multiple co-morbidities. Some of the complications reported were stroke, bleeding, pacemaker implant, paravalvular leak, complete atrioventricular block and heart failure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na